Event description:
Same case as MFR report#: 2134265-2009-05322. It was reported that prior to a percutaneous coronary interventional (pci) procedure, a rotawire fracture occurred. During preparation of the rotalink plus, upon attempting to adjust the rotational speed outside the pt, the rotablator guide wire was sheared. The procedure was successfully completed with another of the same device. The device had no contact with the pt.

Manufacturer narrative:
Pt's age: 18 years or older. A visual examination of the returned device revealed no cuts or kinks were noted on the air hose, infusion hose or fiber optic cables of the advancer. A tug test was carried out on the rotablator plus unit, no issues were noted. A connect/disconnect test was carried out and no issues were observed. The guide wire was found to be fractured and partially remaining within the rotablator plus unit and could not be removed from the rotablator plus unit. A scratch test was performed to confirm if the returned burrs cutting action was acceptable. The diamond plated area of the burr was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the burr came into contact with the side of the blade was noted. This confirmed that the burrs cutting action was acceptable. Microscopically examined of the rotablator plus revealed a misshapen and flared burr. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause had been attributed to user/use error because the device was not used in accordance with dfu. The dfu states, "never advance the rotating burr to the point of contact with the guidewire spring tip. Such contact could result in distal detachment and embolization of the tip." (B)(4).